Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported higher values while wearing the adc freestyle libre sensor. On (B)(6)2020, the customer obtained a scan of 275 mg/dl with the arrow down on hcp recommendation, self- administered 26 units of the long-acting insulin, lantus, and 3 units of rapid insulin. After 30 minutes, capillary glucose of 58 mg/dl was obtained on an unspecified meter and the customer experienced a ¿crampy tongue¿ and was taken to a clinic. On the way to the clinic, a blood glucose of 51 mg/dl was obtained on an unspecified meter. Upon arrival at the clinic, additional blood glucose of 51 mg/dl was obtained on the clinic meter and the customer was administered IV fluids and bolus of 10% dextrose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.